Event description:
During routine cleaning of a pin-driver in our surgical services processing dept, the device was broken. Foreign material was found inside the instrument. Our medtronic rep was contacted and he encouraged us to break additional devices to assess if this was a unique problem. Foreign material was observed in the sleeve and shaft of the additional broken devices. The product design does not allow for adequate cleaning or sterilization of this device. The device cannot be disassembled. We discontinued use of this product as a precautionary step and use alternate instruments.